Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump and assisted the caller with the reset process, although the caller's son was not at home to complete it at that time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.